Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe pump alarm went off with use of the bd luer-lok¿ syringe when 5-10ml of solution remained. This occurred with 10 syringes during use. The following information was provided by the initial reporter: "while using 50 ml ll plastipak in syringe pump, syringe pump started giving alarm when 10ml or 5ml solution remaining."

Event description:
It was reported that the syringe pump alarm went off with use of the bd luer-lok¿ syringe when 5-10ml of solution remained. This occurred with 10 syringes during use. The following information was provided by the initial reporter: "while using 50 ml ll plastipak in syringe pump, syringe pump started giving alarm when 10ml or 5ml solution remaining."

Manufacturer narrative:
Investigation summary: one video received by our quality team for investigation. Upon visual evaluation, a pump with syringe is displayed with an alarm sounding. A device history review was performed for the reported lot 2301095, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2301095 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.